Manufacturer narrative:
On (B)(6) 2021, the customer contacted the complaint handler and indicated that her freestyle flex breast pump was not working and she had milk back up into the pump. The customer was encouraged to contact customer service for a replacement pump. The customer contacted customer service on 09/29/2021 and a replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. Follow up with the customer by a complaint handler to see how her replacement was working, she indicated that she would be shipping the old pump back soon. Additional follow up with the customer has gone unanswered.

Manufacturer narrative:
Customer service sent the customer new tubing, connectors, and 27mm breast shields. In follow up with a complaint handler on (B)(6) 2021, the customer indicated that she is still dealing with the mastitis and is going back to the emergency room tomorrow. In follow up again with the customer on (B)(6) 2021, the customer stated that she was back in the emergency room on (B)(6) 2021 and they had to drain her breast again. She indicated that she went back on (B)(6) 2021 and was put back on antibiotics to treat the mastitis. She also indicated that she is now using the symphony breast pump and it is working better for her. In follow up with the customer on (B)(6) 2021, the customer indicated that she had surgery again on (B)(6) 2021 and is in recovery now. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics and medical intervention to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the customer alleged to medela llc that she had low suction with her freestyle flex breast pump. The customer also alleged that she is taking antibiotics for mastitis and now has a hole in her breast.